Event description:
It was reported the patient underwent right total knee arthroplasty on (B)(6), 2003. Subsequently, the patient was revised on (B)(6), 2006 due to an unknown reason. The tibial bearing was replaced and a patella was implanted during the revision. The patient was revised again on (B)(6), 2015 due to wear of the polyethylene tibial bearing and femoral loosening. During the revision procedure, the patient's femur was found to be notched anteriorly. The surgeon determined this contributed to the loosening of the femoral component. The femoral component and tibial bearing were removed and replaced by a constrained bearing and a stemmed femoral component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.there are warnings in the package insert that state that this type of event can occur: ¿loosening, of the implants can occur due to loss of fixation, non-union, trauma, malalignment, bone resorption and excessive activity. Muscle and fibrous tissue laxity can also contribute to these conditions¿this report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2015- 00841 / 00843).